Event description:
The customer contacted beckman coulter, inc (bci) in regards to erroneously elevated accu tni (troponin I) results generated on a unicel dxi 800 immunoassay system for eighteen pts. The initial erroneously elevated results were reported outside the laboratory. The customer re-ran the samples and the results were within normal reference range. It is not known if there was any change to the pt treatment. There is no indication of an adverse event of indication of any medical intervention to prevent serious injury.

Manufacturer narrative:
The field service engineer (fse) was dispatched to the site to investigate the event. The fse found the wash arm probe plates out of alignment. The fse re-aligned the wash arm probe plates. Following the repairs the fse completed a 10 replicate precision run for accutni with the low level quality control (qc). Results were within acceptable range. The fse concluded that hardware repair to the wash arm probe plate was in the root cause of this event. MDR # 2122870-2008-167 documents the results for pt 1. This is 4 of 18 separate MDR reports related to 18 pt events associated with a single malfunction report. Reference MDR numbers 212870-2011-04103, 04104, 04106, 04107, 04108, 04109, 04110, 04111, 04112, 04113, 04114, 04115, 04116, 04117, 04118, 04119 for all related events. This reportable event was identified during a retrospective review of complaints conducted between (B)(6) 2008 through (B)(6) 2010 for add'l reportable events.